Manufacturer narrative:
Result: damaged siderail and footboard.

Event description:
It was reported by service report that the footboard was damaged and there was a hole in the siderail, exposing the circuit board. It is unk if there was pt involvement; however, no adverse consequences are reported.